Manufacturer narrative:
Sample data was not provided. Two levels of quality control (qc) resulted within specifications prior to and on the day of the event. A system check performed on (B)(6) 2009 and met specifications. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed verification and analyzer met specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test results were obtained for two samples from the sample patient when using the unicel dxi 800 access immunoassay system. Test results were reported out of the laboratory. Affect to patient treatment is unknown. The sample was negative for access toxo igg when tested on another unicel dxi 800 access immunoassay system. The patient was a known non-reactive to toxoplasma gondii igg antibodies. No reports of death or serious injury as a result of this event.